Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed and then no failures were identified. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during a laminectomy surgical procedure on a canine there was a fifteen minute episode with no function when using the electric pen drive device. The reporter also stated that there were several episodes of "missed" capricious rotations, not suddenly, a flow of a brown liquid, and persistence of a marked deck at the head receiving the saw tips. It was reported that there was a section of a nerve of the tail that was damaged which caused paralysis and loss of sensation of the tail. It was reported that there was a twenty five minute delay in the reported event. There was no information as to how the procedure was completed. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Reporter's phone number: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.